Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 was opened and fired twice on the cystic duct. Subsequent firings resulted in no clips advancing into the jaws. As the instrument was continuing to be fired, several clips were ejected into the body cavity. The er320 was removed, the clips were retrieved and a second er320 was opened. The surgery was completed without pt consequence. The rep was informed by the contact person that the instrument was fired several times after the surgery to determine the cause of the problem. The contact person stated there may be no further clips in returned unit.